Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Event pressure was coded as e2402. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by consumer stating that experienced discomfort, pain, redness, blurry vision, burning, tearing, discharge, dry eye in the left eye after using the contact lenses. The consumer went to emergency room and was diagnosed with corneal ulcer. Upon further consultation with an eye specialist bacterial infection was diagnosed, which was likely caused by the contact lenses. The consumer required multiple medical treatments for the condition. The consumer had been wearing these types of contact lenses for the last several years in strict accordance with the wear schedule, followed proper hygiene practices and adhered to the usage instructions for contact lenses. The incident had changed the daily care routines. The contact lenses have been discontinued. Upon follow up two medical records received from consumer. According to first medical record, there was evidence of corneal ulcer in the left eye. Medications given in the emergency department were fluorescein one strip, tetracaine (pontocaine) 0.5% ophthalmic drops one drops. Other medications were prescribed as tobramycin- dexamethasone 0.3-0.1% 2.5 ml ophthalmic drops one drop in both eyes at bedtime, moxifloxacin 0.5% 1.4 ml ophthalmic drops one drop in left eye four times a day for seven days. Other physician in the emergency advised to take moxifloxacin drops four times daily one drop per dose. Also, at night to add tobramycin- dexamethasone ointment and advised to follow up with the doctor. The physician discussed the return precautions with consumer prior to discharge. Discussed the importance of ophthalmology follow up, re-assessment and the need to return to emergency department immediately if any of symptoms worsen. The consumer voiced understanding of these instructions and was in agreement with discharge plan. According to second medical record, the consumer experienced scratchiness and irritation, used rewetting drops but it did not help. Also, noticed swelling in the entire left face and increased pain. The consumer stated the moxifloxacin was aggravating symptoms and stopped taking it. Condition was significant. Slit lamp examination showed few spk (superficial punctate keratitis), faint stromal nebula inferiorly in left eye. Central corneal ulcer in left eye was diagnosed and was prescribed tobramycin 0.3 %-dexamethasone 0.1% eye drops, suspension, instill one drop every night at bedtime in left eye. The consumer was advised stopped wearing contact lenses and avoid sleeping with contact lenses. The physician discussed the condition including causes, natural history and treatment. The consumer was also advised seriousness of ulcers and its potential to cause permanent corneal scarring, corneal neovascularization, loss of vision or even loss of the eye. The importance of compliance with recommended treatment was reviewed and the benefits of using ultraviolet protecting spectacles when healing from the ulcer. The infection was resolved. The current status of the consumer¿s eye was symptoms improving at the time of this report. No additional information is available at this time of report.